Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported an incident of hyperglycemia for which she was hospitalized. Customer states on (B)(6) 2012 she was admitted to the hospital for chest pains and high blood glucose. Customer has a precision meter she was not able to use during the event as it is not working properly. The precision meter mentioned is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).